Event description:
When staff was ready to transfer the pt, legs of the lift were opened and locked. When they moved the lift, the lock came undone. Pt lowered into the chair with no apparent injury. Staff members had some pulled muscles. Maintenance department will fix the lift and will initiate checks on all pt lifts.